Event description:
The technician alleged that when the bed exit alarm is activated there is no sound only the visual indicator flashed. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit alarm with a bed exit buzzer with scale and patient position module power control board to resolve the issue.